Event description:
Failure to alarm: no issues last 4 dressing changes. Drainage moderate sero-sang. Nurse noted drainage on pad patient sitting on. Repositioned patient to find her in a pool of exudate, drape not adhered, no alarm, pump reading continuous (80mmhg) as set. Had been dropped at start of therapy from 120 to 80mmhg due to pain issues. Some slight maceration to peri-wound area noted.

Event description:
Failure to alarm: no issues last 4 dressing changes. Drainage moderate sero-sang. Nurse noted drainage on pad patient sitting on. Repositioned patient to find her in a pool of exudate, drape not adhered, no alarm, pump reading continuous (80mmhg) as set. Had been dropped at start of therapy from 120 to 80mmhg due to pain issues.

Manufacturer narrative:
.